Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for eval.

Event description:
Customer reported receiving inacurate blood glucose tests. Customer received readings of 294 mg/dl compared to a lab reading of 140 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.